Event description:
The nurse went to administer remdesivir at 1400 today. Patient had normal saline at 100ml/hr going thru as a primary infusion. Programmed the remdesivir as a secondary infusion but pump would not run the medication. Everything was set up correctly and checked numerous times, 2nd pump obtained and it also would not run the remdesivir as a secondary infusion. It kept dripping from the primary bag, despite being set up correctly. Nurse used a work around and eventually just hung it as a primary infusion in order for it to infuse. Pump taken out of service for evaluation.